Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9352242 quality notifications and maintenance records were checked there where no records potentially related to failure were found. Evaluating the available photo it was possible to observe foreign matter - dirt on the needle, because there is no physical sample it is not possible to identify the root cause. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that needle precisionglide 16x1-1/2in contained foreign matter. The following information was provided by the initial reporter: "dirt in the product."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle precisionglide 16x1-1/2in contained foreign matter. The following information was provided by the initial reporter: "dirt in the product."